Event description:
It was reported that, while on vacation, the pump had a motor stall that never recovered. It was indicated that there had been unsuccessful attempts to restart the pump and the patient was reportedly presenting with symptoms of underdose and drug withdrawal. The patient was hospitalized and it was stated that the physician was planning to replace the pump, though the date of the procedure hadn¿t yet been confirmed. At the time of report, there was no patient injury. The device system was used to deliver baclofen. Nine days later, it was reported that the patient had travelled via airplane and the pump stall had occurred at some time after the patient had passed through the security gates at the airport. It was noted that the pump alarm had been sounding. The patient¿s withdrawal symptoms had reportedly included: increased back pain, diarrhea, leg pain, and abdominal pain. It was stated that the device was explanted.

Event description:
Additional information was received. It was confirmed that the drug in the pump was confirmed to be morphine and not baclofen. Specifically, at the patient¿s prior refill, the pump was filled with a combination of saline and morphine.

Event description:
Additional information was received. It was reported that the pump had been replaced after being explanted. At the time of report, the patient was doing much better and was receiving effective therapy. One week later, it was reported that the patient was okay and the therapy was sufficient. It was indicated that the device system was used to deliver morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final analysis of the pump found there were multiple motor stalls and recoveries seen in the logs. The pump was received with a hard motor stall that later recovered during internal decontamination. During destructive analysis, the technician found significant residue in the teeth of gear 3 and the pinion of gear 2. There was moisture, corrosion, and residue seen throughout the gear-train and shaft wear was noticed in the teeth of gear 3. It was indicated that the stall was due to the gear-pinion. Conclusion code: no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the initial concentration of morphine was 4mg/ml at a rate of 0.4mg/day. At the (B)(6) 2013 refill, the concentration of morphine was 40mg/ml at a rate of 0.624mg/day.